Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was 600mg/dl. The customer was still at the hospital and being treated for the highs. Troubleshoot was conducted and bent cannula was noted. The customer states they would be speaking with their educator and calling back if issues persist.